Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprostheses states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis occlusion.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for a left internal iliac artery aneurysm using non-gore abdominal aortic stent graft (afx bifurcated stent graft) with gore® excluder® iliac branch endoprostheses iliac branch components. It was reported during the procedure the internal iliac access of the iliac branch component was compressed by the external iliac leg and this portion was stenosed. The physician reportedly moved on to complete the iliac branch endoprosthesis implantation. It was reported ballooning was performed against the external iliac leg of the iliac branch component so as to completely occlude the internal iliac. This attempt was reportedly successful, and no leakage to the internal iliac artery aneurysm was observed. The patient tolerated the procedure.